Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the surgeon was unable to get cerebrospinal fluid (csf) to thread the catheter up and ultimately after several hours pushed the catheter north without csf. Diagnostics included a dye study and x-rays. The reporter "got word" on the report date that the patient started having seizures post implant and it turned out accidentally a non intrathecal dye was used, which caused the seizures. The patient was not doing well and "they think she will die very soon." As a result of the event, hospitalization was required. Symptoms also included pain. It was also reported in terms of medical history that the patient had a spinal cord injury six months prior from a fall, the patient was in severe pain from what they thought was severe spasticity. The device system was used to deliver gablofen. It was later reported the surgeon had been struggling getting csf during the implant and used dye throughout the procedure. The dye used as reported was not intrathecal safe and post operatively, the patient went into seizures because "dog reaction to dye". It was reported the patient died two days later. It was further reported the patient had woke up on that wednesday after surgery and was having seizures and was not doing well after that. The health care provider (hcp) had wanted to do something to keep her alive but the family decided they would let her pass. The following day (thursday) was when it was discovered the non-intrathecal dye had been used. The hcp was not discussing the case with anyone, not even the nurses. It was reported the hcp would not be able to discuss the case further.